Event description:
Event verbatim [preferred term] heating pad left burn mark on back/heating pad left burn mark on stomach [thermal burn] , the heating mechanism fell out, crumbled and fell apart [device leakage] . Case narrative:this is a spontaneous report from a contactable consumer. A 32-year-old female patient started to use thermacare heatwrap (thermacare menstrual) (device lot number: j53230n, expiration date: aug2017) from 2012 at unknown dose three times daily for 3 months for menstrual cramp. The patient's medical history was not reported. Concomitant medications included ibuprofen from 1996 and ongoing for menstrual cramp relief, and hot lemon tea from 1994 and ongoing for menstrual cramp relief. The patient reported sometimes wearing 2 heatwraps, one on her stomach and one on her back when needed. She stated having 2 boxes of heatwraps but the first package she opened, the heating mechanism fell out, crumbled and fell apart in 2012. Heating pad left burn mark on back and stomach in 2013. The patient discarded that product and package. She reported the second box never warmed up and she had it on for 3-4 hours. Action taken with the suspect product was permanently withdrawn. No treatment was received for both events. Clinical outcome of the events was resolved. According to the product quality complaint group: reasonably suggest device malfunction was yes and severity of harm was s3 for complaint sub-class: cells damaged/leaking. Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. As of (B)(6) 2020, summary is as follows: the root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. The sample had not been received by the site. Follow-up (07jul2016): follow-up attempts are completed. No further information is expected. Follow-up (11may2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (21nov2019): new information received from the product quality complaint group includes severity rating, malfunction assessment and investigational results. Follow-up (27nov2019): new information received from a contactable consumer included: patient age, suspect product data (start date, frequency), concomitant medication, new event "burn mark", event onset date and outcome, deny of treatment received, and case upgraded to serious. Follow-up (17jan2020): follow-up attempts completed. No further information expected. Follow-up (14jan2020): new information received from a product quality complaint group included: investigation results. Company clinical evaluation comment based on the information provided, the events thermal burn and device leakage are as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events thermal burn and device leakage are as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. The sample had not been received by the site.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] the heating mechanism fell out, crumbled and fell apart [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A 35-year-old female patient started to use thermacare heatwrap (thermacare menstrual) (device lot number: j53230n, expiration date: aug2017) from (B)(6) 2016 for menstrual cramp. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported sometimes wearing 2 heatwraps, one on her stomach and one on her back when needed. She stated having 2 boxes of heatwraps but the first package she opened, the heating mechanism fell out, crumbled and fell apart. The patient discarded that product and package. She reported the second box never warmed up and she had it on for 3-4 hours. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Clinical outcome of the event was unknown. According to the product quality complaint group: reasonably suggest device malfunction was yes and severity of harm was s3 for complaint sub-class: cells damaged/leaking. Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (07jul2016): follow-up attempts are completed. No further information is expected. Follow-up (11may2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (21nov2019): new information received from the product quality complaint group includes severity rating, malfunction assessment and investigational results. Company clinical evaluation comment: the event "the heating mechanism fell out, crumbled and fell apart" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the event "the heating mechanism fell out, crumbled and fell apart" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] heating pad left burn mark on back/heating pad left burn mark on stomach [thermal burn] , the heating mechanism fell out, crumbled and fell apart [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A 32-year-old female patient started to use thermacare heatwrap (thermacare menstrual) (device lot number: j53230n, expiration date: aug2017) from 2012 at unknown dose three times daily for 3 months for menstrual cramp. The patient's medical history was not reported. Concomitant medications included ibuprofen from 1996 and ongoing for menstrual cramp relief, and hot lemon tea from 1994 and ongoing for menstrual cramp relief. The patient reported sometimes wearing 2 heatwraps, one on her stomach and one on her back when needed. She stated having 2 boxes of heatwraps but the first package she opened, the heating mechanism fell out, crumbled and fell apart in 2012. Heating pad left burn mark on back and stomach in 2013. The patient discarded that product and package. She reported the second box never warmed up and she had it on for 3-4 hours. Action taken with the suspect product was permanently withdrawn. No treatment was received for both events. Clinical outcome of the events was resolved. According to the product quality complaint group: reasonably suggest device malfunction was yes and severity of harm was s3 for complaint sub-class: cells damaged/leaking. Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8hr product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (07jul2016): follow-up attempts are completed. No further information is expected. Follow-up (11may2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (21nov2019): new information received from the product quality complaint group includes severity rating, malfunction assessment and investigational results. Follow-up (27nov2019): new information received from a contactable consumer included: patient age, suspect product data (start date, frequency), concomitant medication, new event "burn mark", event onset date and outcome, deny of treatment received, and case upgraded to serious. Company clinical evaluation comment: based on the information provided, the events thermal burn and device leakage are as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events thermal burn and device leakage are as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] the heating mechanism fell out, crumbled and fell apart [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to use thermacare heatwrap (thermacare menstrual) (device lot number: j53230n, expiration date: aug2017) from (B)(6) 2016 for menstrual cramp. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported sometimes wearing 2 heatwraps, one on her stomach and one on her back when needed. She stated having 2 boxes of heatwraps but the first package she opened, the heating mechanism fell out, crumbled and fell apart. The patient discarded that product and package. She reported the second box never warmed up and she had it on for 3-4 hours. Action taken with the suspect product was permanently withdrawn on (B)(6) 2016. Clinical outcome of the event was unknown. Follow-up (07jul2016): follow-up attempts are completed. No further information is expected. Follow-up (11may2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "the heating mechanism fell out, crumbled and fell apart" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device, comment: the event "the heating mechanism fell out, crumbled and fell apart" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device